Event description:
Coiling treatment was conducted of a vessel. It was reported that during manipulation, the coil prematurely detached from the delivery pusher. The coil was removed successfully with the microcatheter. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in this event was not returned as it was reported discarded. (B)(4).